Event description:
This supplemental report is being filed to provide additional information that, during a follow-up, a programmer had a red screen. The patient data and the implant date were replaced with question marks. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised how to enter the information. There were no adverse patient effects. The device remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing due to wide intrinsic complexes. The patient was attempting to stand at the time of the event. The patient has a left ventricular assist device (lvad) and a leadless pacemaker. Technical services suspects the subcutaneous device is detecting the pacemaker's output and displaying that as noise. The high energy shock impedance was 118 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing due to wide intrinsic complexes. The patient was attempting to stand at the time of the event. The patient has a left ventricular assist device (lvad) and a leadless pacemaker. Technical services suspects the subcutaneous device is detecting the pacemaker's output and displaying that as noise. The high energy shock impedance was 118 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to the oversensing of noise. The patient has a left ventricular assist device (lvad) and a leadless pacemaker. Technical services suspects the subcutaneous device is detecting the lvad as noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that, during a follow-up, a programmer had a red screen. The patient data and the implant date were replaced with question marks. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised how to enter the information. There were no adverse patient effects. The device remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing due to wide intrinsic complexes. The patient was attempting to stand at the time of the event. The patient has a left ventricular assist device (lvad) and a leadless pacemaker. Technical services suspects the subcutaneous device is detecting the pacemaker's output and displaying that as noise. The high energy shock impedance was 118 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.